Event description:
On (B)(4) 2014, 3m espe was informed that due to a fracture of an mdi implant during placement, a surgical procedure was required to remove the portion of the fractured implant remaining in the bone. Using a dental handpiece and a diamond bur, the dentist removed sufficient bone to allow the implant to be removed. The patient is reported as being fine. At the time of the fracture, the implant was being placed into d1 bone; use of this product in d1 bone is not recommended per the patient's instructions for use.

Manufacturer narrative:
The complaint history for fractures of this product was reviewed and is favorable, without any trend observed in the number of fracture reports. In this case, the use of the implant in non-indicated bone (too dense) may have been a contributing factor. Additionally, at the time of the fracture, the dentist was not using a torque-measuring wrench which would have enabled him to monitor any forces placed upon the implant.